Event description:
Customer reported that blake drain was inserted into a patient and was tacked in place with sutures. Upon removal, the drain broke approximately 1.5 cm from the fluted section. The clear silicone section broke. As per the customer, the breakage appears very jagged. Pt was returned to the operating room for removal of the drain. Pt is recovering without any further consequences.